Manufacturer narrative:
Model # sc-1132, (sn (B)(4)): device evaluation indicated that the ipg passed all tests performed. The source of the infection was not determined. Residual gas analysis verified that the device insulation was not compromised. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event.

Event description:
A report was received that after a revision procedure to implant a lead, the patient had an infection at the ipg site. The patient underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the patient had swelling and drainage at the ipg site. No further information will be provided to bsn.

Event description:
A report was received that after a revision procedure to implant a lead, the patient had an infection at the ipg site. The patient underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device component involved in the event: model#: sc-8336-50, serial#: (B)(4), description: coveredge 32, 50 cm 4x8 surgical lead.

Event description:
A report was received that after a revision procedure to implant a lead, the patient had an infection at the ipg site. The patient underwent an explant procedure. No device malfunction was suspected.